Manufacturer narrative:
(B)(4).

Event description:
The customer reported the operator is unable to adjust the pressure setting and the navigation ring is not working. The customer reported there was no patient involvement.